Event description:
Covidien received info that this n65 pulse oximeter display is missing segments in the heart rate reading. The failure happened when the device was not being used on a pt.

Manufacturer narrative:
Covidien reference #(B)(4).